Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator's (s-ICD) smart pass feature was disabled due to low amplitude morphology measurements. The patient had also previously received an inappropriate shock due to oversensing. Additional information provided from the field indicated x-rays were taken which showed the s-ICD system may have migrated from its original implant position. The field attempted to interrogate the s-ICD multiple times, but were unsuccessful. Review of device data by boston scientific technical services confirmed the battery of the s-ICD was prematurely depleting, device replacement was recommended. Surgical intervention was performed and the s-ic was observed to have been located deep in the device pocket, but it was successfully explanted and replaced. The s-ICD was able to be interrogated outside the patient successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual examination noted a crack on the exterior of the device case. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused the reported inappropriate shock, oversensing, and low amplitude measurements. Detailed analysis also identified a high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator's (s-ICD) smart pass feature was disabled due to low amplitude morphology measurements. The patient had also previously received an inappropriate shock due to oversensing. Additional information provided from the field indicated x-rays were taken which showed the s-ICD system may have migrated from its original implant position. The field attempted to interrogate the s-ICD multiple times, but were unsuccessful. Review of device data by boston scientific technical services confirmed the battery of the s-ICD was prematurely depleting; device replacement was recommended. Surgical intervention was performed and the s-ICD was observed to have been located deep in the device pocket, but it was successfully explanted and replaced. The s-ICD was able to be interrogated outside the patient successfully. No additional adverse patient effects were reported. The s-ICD was returned for analysis.